Event description:
It was reported that the needle was broken before using the bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from (B)(6) to english: a pharmacy staff delivered the product to a patient at home, and the needle pe was found to be broken in one product.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle was broken before using the bd micro-fine¿+ pen needle. The following information was provided by the initial reporter, translated from japanese to english: a pharmacy staff delivered the product to a patient at home, and the needle pe was found to be broken in one product.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 17-may-2022. H.6. Investigation: four sealed 32g x 4mm pen needle samples and two photos were returned from lot. No. 1223671, cat. No. 320136. Visual examination was carried out on the returned samples and photos and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. H3 other text : see h.10.